Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device showed a service wrench icon in the readiness display. Upon evaluation of the device it was observed that several event codes had been logged into the device's memory and that the device would not recognize any electrodes being connected. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to a regulator, designator u31 on the analog pcb assembly that did not have a -5v output. This caused the ECG to not recognize electrodes being connected to the device. A replacement device was provided to the customer under warranty.